Event description:
It was reported the device was used during an interstitial laser coagulation. It was reported the fiber worked for the first two sticks and then quit working. The caller had no specifics as to error codes or add'l info on what was meant by "quit working". The case was completed with another fiber. There was no consequence to the pt.